Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient experienced a skin overgrowth at the abutment site and subsequently underwent an a skin revision on (B)(6) 2019, under general anaesthesia, to remove excess tissue. The implanted device remains.